Event description:
It was reported that during a roux en y, on the last firing, it appeared that there were staples only on the side of the cartridge. When crossing the lumen, one side was stapled, but the other side was open. Another cartridge was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.